Manufacturer narrative:
The device was returned to physio-control and the event record downloaded for review. A clinical review of the reported event determined that the device use did not contribute to patient outcome since defibrillation was delayed less than or equal to one minute as on-going CPR was provided and the healthcare provider on the scene indicated that device use did not contribute. Physio observed that the device would intermittently fail to operate on battery power. Physio replaced the power supply module and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced power supply module and determined the root cause for the reported incident was an electrically leaky filter, designator fl4, due to solder flux residue on the power pcb.

Event description:
It was reported that the device failed to deliver a defibrillation shock to a patient and turned itself off. The device was turned back on and a shock was delivered to patient. The patient was not revived. According to the reporter, the delay in defibrillation shock due to loss of power did not affect the patient outcome. There were no further details on the event and/or patient provided.